Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, when removing a 6f/7f mynxgrip vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. The procedure was completed using manual compression of less than thirty minutes. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The user is mynx certified. A 7f non-cordis sheath was used. The common femoral artery¿s (cfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The user shuttled down completely. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle, and the stopcock was found in the open position. Neither the syringe, nor the procedural sheath were returned for analysis. The advancer tube was deployed, and the sealant was distally advanced by the advancer tube. The condition of the returned device indicates activation of the device¿s deployment mechanism. The returned device was inspected for damages or anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. A functional analysis could not be performed as the unit was received already deployed. The reported event of ¿sealant-sealant dislodged¿ was confirmed through analysis of the returned device. The exact cause of the issue reported could not be conclusively determined. However, based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining in the shuttle tubing when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6/7f mynxgrip vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. The procedure was completed using manual compression of less than thirty minutes. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The user is mynx certified. A 7f non cordis sheath was used. The common femoral artery¿s (cfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. The device will be returned for analysis.